Event description:
As reported by the edwards territory manager, after successful deployment of a 23 mm sapien valve, during removal of the retroflex 3 introducer sheath the patient became hypotensive. The sheath and a dilator were re-advanced to tamponade the suspected perforation. An occlusion balloon was introduced and as the introducer sheath was slowly removed, contrast injections revealed a perforation that extended from the iliac artery to the aortic bifurcation, with a transection of the vessel from the aorta. The physician attempted to repair the perforation with several covered stent grafts and abdominal stent grafts; however complete sealing of the vessel was not achieved. An open repair of the vessel was not attempted. Efforts were withdrawn and the patient expired. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the access site was 9 mm. The vessels were reported to be moderately calcified and mildly tortuous. Attempts to obtain additional information from the facility were unsuccessful; the hospital contact indicated that the complications were not significantly related to the product.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7.0 mm. In this case, it was reported that minimum luminal diameter at the access site was 9 mm; however, the mld at the site of the perforation is unknown. The vessels were reported to be moderately calcified and mildly tortuous. The root cause for the reported vessel perforation cannot be confirmed; however calcium and/or vessel tortuosity not appreciable on prescreening imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.